Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-04706. The patient reported ineffective stimulation. In addition, the patient requested her ipg to be moved from her abdomen to her buttocks. Follow up identified the patient's system had been explanted, but a date was not available at the time. It was reported an scs system from a different company had been implanted.